Event description:
It was reported by healthcare professional at around 23:30 on (B)(6) 2022, the patient was treated in the ICU of our hospital due to severe liver failure and renal failure. When the catheter was inserted, the guide wire could not pass through, and after detailed inspection, it was found that the catheter had a narrow crease that prevented the guide wire from passing. Then the nurse immediately replaced another dialysis catheter package for the patient, found it in time, handled it quickly, and did not cause substantial harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1476 showed one other similar product complaint(s) from this lot number.